Event description:
The manufacturer received information alleging the ventilator had stopped due to a ventilator inoperative condition occurred on the device. The patient had "briefly stopped using the device and left the living room" when an error message, "ventilator operating" had appeared on the screen and the device became inoperable. The caregiver used an ambu bag for a period of time before they called for an ambulance and was hospitalized as a tracheostomy patient. The patient was released from the hospital. There is no information on the type of medical intervention that was performed on the patient. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging the ventilator had stopped due to a ventilator inoperative condition occurred on the device. The patient had "briefly stopped using the device and left the living room" when an error message, "ventilator operating" had appeared on the screen and the device became inoperable. The caregiver used an ambu bag for a period of time before they called for an ambulance and was hospitalized as a tracheostomy patient. The patient was released from the hospital. There is no information on the type of medical intervention that was performed on the patient. The ventilator was returned to the philips investigation laboratory (pil) for evaluation and the customer's complaint was confirmed on the device. The device was visually inspected for visual defects, and none were found on the device. Pil observed error code machine flow drift high in the device¿s event log. Pil powered on the device and it immediately alarmed the ventilator inoperative condition for this device. The logs were observed and the same error code, machine flow drift high, was observed in the device's error log. Pil evaluated the device and found some contamination in the device. Upon further evaluation of the device, pil found contamination on the flow sensor. Pil determined the error had occurred due to contamination on the flow sensor. There were no repairs performed on the device, and it was scrapped.

Manufacturer narrative:
Correction to the become aware date, event date, and clarification of a statement in the description field. The incorrect bad was entered in the previous report. The correct bad would be (B)(6)2025. The incorrect event date was entered in the previous report. The correct event date would be 01/08/2025. The statement regarding the "ventilator operating" was based on the information in the service record. Manufacturing determined that this statement means ventilator inoperative.